Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was receiving dilaudid via implantable pump for non-malignant pain. It was reported that there had not been any medication in the pump for about 2 years because the patient moved and could not find a healthcare provider (hcp) to manage the pump. They did have a primary care provider who helped them down with the medication, but no one to refill the pump. The patient wanted to know if it could hurt the pump to be dry for so long. Patient services reviewed information and emailed a list of hcp's.